Event description:
It was reported to boston scientific corporation that a bite blox was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure. During the procedure, a loud snap was heard when the patient bit down on the bite blox. The device was checked and appeared to be intact, so the case was continued. The physician reported that the patient was not breathing, and heart rate was dropping; a code was called. The physician attempted to administer the anesthesia to intubate the patient; a piece of green plastic was noted in the patient's airway. The broken piece was removed using forceps. The procedure was completed with another of the same device. In the physician's assessment, the device contributed to the patient complications and it is unknown if the patient has any co-morbidities that could have contributed to the event. Reportedly, the patient was not admitted to hospital beyond the standard of care and got fully recovered. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
B3: date of event: date of event was approximated to 01/01/2025 as no event date was reported. Block h6: imdrf device code a0413 captures the reportable event of bite blox material separation. Imdrf patient code e0702 captures the reportable event of airway obstruction. Imdrf patient code e0602 captures the reportable event of cardiac arrest. Imdrf impact code f1203 captures the reportable event of life-threatening illness or injury. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. H11: the complainant was unable to confirm the correct batch/lot number of the complaint device (B)(4). Additional information will be provided upon return of the device.

Manufacturer narrative:
B3: date of event: date of event was approximated to 01/01/2025 as no event date was reported. Block h6: imdrf device code a0413 captures the reportable event of bite blox material separation. Imdrf patient code e0702 captures the reportable event of airway obstruction. Imdrf impact code f1203 captures the reportable event of life-threatening illness or injury. Imdrf impact code f23 captures the reportable event of unexpected medical intervention. H11: the complainant was unable to confirm the correct batch/lot number of the complaint device (240604 or 240712). Additional information will be provided upon return of the device. Correction to block h6 (imdrf patient code).

Event description:
It was reported to boston scientific corporation that a bite blox was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure. During the procedure, a loud snap was heard when the patient bit down on the bite blox. The device was checked and appeared to be intact, so the case was continued. The physician reported that the patient was not breathing, and heart rate was dropping; a code was called. The physician attempted to administer the anesthesia to intubate the patient; a piece of green plastic was noted in the patient's airway. The broken piece was removed using forceps. The procedure was completed with another of the same device. In the physician's assessment, the device contributed to the patient complications and it is unknown if the patient has any co-morbidities that could have contributed to the event. Reportedly, the patient was not admitted to hospital beyond the standard of care and got fully recovered. No further information has been obtained despite good faith efforts.